Event description:
It was reported that during set up of a surgical procedure at the user facility, the core impaction drill had heat and was smoking from the connector of the handpiece cord. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat and smoke was confirmed through functional evaluation, disassembly and visual inspection. Through visual inspection, the rotor was confirmed to be affected by a debris.